Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "capsular contracture, baker grade iii and suspected/actual rupture/deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d4.

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "capsular contracture, baker grade iii and suspected/actual rupture/deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture, baker grade iii and suspected/actual rupture/deflation". The reported capsular contracture, baker grade iii is a physiological complication, and device analysis typically does not help allergan determine the cause.